Manufacturer narrative:
(B)(4). The device history record for the lot number, 0202308499, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. A visual observation found the pump returned full. During handling of the pump it was noticed that the bladder lacked the firmness typical of a pump when filled. A scissor was used to cut open the dust cover and a break in the inner latex and kraton membranes could be seen. A dremel tool was used to cut the snap caps off of the pump. Scissors were used to remove the dust cover completely and then the outer latex membrane. The corners of the inner latex and kraton membrane with the split had signs of stress. The investigation summary concluded that the inner latex and the kraton membrane were ruptured. The pump was received full and did not have the normal firmness of the bladder when it was received. The dust cover was cut open with scissors at which point the break in the inner latex and kraton membranes was observed. Destructive analysis was performed and signs of stress were found in the corners of the inner latex and kraton membranes. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 750 ml. A report was received stating the pharmacy reported a pump that popped after filling on (B)(6) 2016. The pharmacy staff felt that the inside balloon had popped. No further information to be provided.